Event description:
The dbs device was returned to the MFR. The pt had expired in 2008 and the device was explanted prior to cremation. The death certificate indicated the primary cause of death was end stage paralysis agitans (parkinson's disease). The pt had undergone removal of the right side electrode in november due to erosion (see MFR report #6000153-2008-2895). The pt had been seen in february for a post operative wound check which had healed well. The health care provider had not seen the pt since that time.

Manufacturer narrative:
Final device analysis results reveal - broken weld(s) at the bond wire pad(s) - lifted bond wire(s).